Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a thoracoscopic pulmonary resection, when the stapler was fired in the pulmonary parenchyma, the staple near the jaw base was caught in the staple pocket of one needle cartridge and could not be separated from the lung. When removed forcefully, part of lung tissue was chipped and ruptured. The staple line was also incomplete proximally. The damaged part of the lung and the incomplete portion of the staple line were sutured for repair. The issue resulted to tissue loss and tissue damage.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was fully fired and the interlock was engaged. The jaw of the reload was open and the jaws were bent to one side. Staple pushers on the proximal side were pushed back to the cartridge. A part of cartridge surface was damaged by biting foreign objects. The anvil was damaged by biting foreign objects. Damage to the cutting edge of the knife blade was observed. A scratch was observed on the cartridge side jaw, which might have been made when the I-beam advanced forcefully in clamping the jaw or firing. One skewed staple was stuck in a staple pocket at the 4.8cm cut line. Eleven staples were received. The two staples on the reload were over crimped, the one was under crimped, the one was partially formed, the one was skewed, and the seven were properly formed. It was reported that the instrument staple hang up and the staple line was also incomplete. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly revie wed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the device. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.